Manufacturer narrative:
As reported, a ventrio st mesh that had expired two days prior was inadvertently implanted into the patient. There was no adverse outcome associated with the patient reported. The expiration date is located on multiple layers of the packaging. This event is confirmed as a use related error, with no malfunction of the device. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in september 2021. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned - remains implanted.

Event description:
As reported on (B)(6) 2023 during an incisional hernia repair procedure, a ventrio st mesh with a labeled expiration date of (B)(6) 2023 was implanted into the patient. There was no reported injury to the patient and the patient was informed.